Manufacturer narrative:
Concomitant medical product: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: (B)(6)2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10 mg/ml at 1 .249 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the patient was experiencing swelling and tenderness at incision site following the catheter revision on (B)(6) 2018 [see manufacturers report # 3004209178-2018-14950 ] it was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The patient had a CT scan on (B)(6) 2018 and then was brought to the or (operating room) for exploration and csf (cerebral spinal fluid) leak repair on (B)(6) 2018. It was noted that there was no known issue with the catheter. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot# (B)(4), ubd: 2018-05-25, UDI# (B)(4). Device code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was brought to the or (operating room) on (B)(6) 2018 for additional csf (cerebrospinal fluid) leak repair. The hcp (healthcare professional) prophylactically checked catheter flow during the procedure and replaced the connector. The medication in the pump and dose remained unchanged. No further complications have been reported as a result of this event.

Manufacturer narrative:
Device code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that there was no issue with the catheter connector. No further complications were reported.